Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they woke up and discovered fluid on the floor. The patient suspected there was a hole on the cycler set line. The patient confirmed the reported event, stating they discovered a puddle of fluid on the floor below the cycler set tubing in the morning after completing treatment. The patient could not confirm the location of the leak, however stated that only the patient line was wet. The patient confirmed there were no issues with their catheter and the connection to their catheter was secure and not leaking. There were no issues with the solution bags and bag connections use during both leak events. No fluid came in contact with the cycler. The cause of the leak was unknown. The patient confirmed the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they woke up and discovered fluid on the floor. The patient suspected there was a hole on the cycler set line. The patient confirmed the reported event, stating they discovered a puddle of fluid on the floor below the cycler set tubing in the morning after completing treatment. The patient could not confirm the location of the leak, however stated that only the patient line was wet. The patient confirmed there were no issues with their catheter and the connection to their catheter was secure and not leaking. There were no issues with the solution bags and bag connections use during both leak events. No fluid came in contact with the cycler. The cause of the leak was unknown. The patient confirmed the cycler set was discarded and not available for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.